Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision of lcs femoral component and broken cemented stem. A 60mm cemented stem broke at the junction of the stem and femoral boss. The femoral component was revised to an srom hinge femur, sleeve, and universal pressfit stem. It also states loosening of the stem at the bone to cement interface, unknown cement was used. Doi: unknown. Dor: (B)(6) 2020; right hip.